Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a severe lung infection, heart condition and difficulty breathing. The patient did receive medical intervention and was hospitalized twice. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to severe lung infection, heart condition and difficulty breathing. The patient did receive medical intervention and was hospitalized twice. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an observed the humidifier, one of the flip doors and the air inlet filter was missing. An unknown contamination was observed around the control knob and on the power/ramp button. Manufacturer observed a keratin-like substance around the blower box outlet, dust-like contamination was observed on the front panel, top enclosure, rear panel, and on the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust-like contamination, keratin-like substance and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3 and h6 has been updated in this report.